Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The current size of the aneurysm is 46mm in diameter. The proximal neck was 20x24 and 26x24mm in diameter and 20 mm in length. It was reported that the final angiogram confirmed a proximal type I endoleak. The physician stated that it was a difficult procedure as the proximal neck was tortuous. The patient will be monitored. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information received for this case. It was reported that the previously reported proximal type I endoleak has self resolved.